Manufacturer narrative:
The insulin pump had an unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies during visual inspection. The device had a cracked case at the lcd window corners, battery tube threads, and a scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 350 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.